Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (specific date not reported). Subsequently, the patient underwent a skin revision surgery in order to remove the excess skin (specific date not reported). However, the patient experienced skin irritation and the skin overgrowth recurred. Hence, the abutment was removed (specific date not reported). There are plans to convert the patient to a transcutaneous osia implant system however, this has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).